Manufacturer narrative:
(B)(4). Corrected data: evaluation summary: the analysis results found that the cdh29a device arrived none sterile and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. In addition stapler retainer was received. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 03/02/2017. (B)(4). The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. In addition, the stapler retainer was received. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 1/20/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Bowel cancer. Who fired the device and what is his/her experience? Surgical assistant ¿ has fired hundreds of devices at this hospital and never experienced any problems. Where in the green range was the indicator located prior to firing? Two thirds of the way down between the blue and green. Did the healthcare professional receive audible & tactile feedback when firing the device? He said the crunch wasn¿t as loud as usual and the gun seemed to snag upon removal. He said it ¿just didn¿t feel right¿ please describe the shape of the staples. Staples had seemed to have formed correctly apart from at one point. As the device is not being returned, could you please take photos of the device to include the bottom of anvil where washer is located? I will inquire to see if this can be done. What is the current patient status? Stable.

Event description:
It was reported that during a low anterior resection procedure, the gun snagged. When the gun was fired it did not feel as it should. It was not a smooth action. The donuts were intact but the purse string suture had not cut. We had to change from lap to open but the patient was fine. The tumor was at approximately 8-10 cm. They had used a green reload to perform the rectal anastomosis with an endocutter. They used a 2-0 pds suture for the purse string and left a knot on the outside of the anvil.